Event description:
An aus device was implanted on 08/24/94. The cuff was revised on 09/11/95. The entire device was removed from the patient and replaced on 09/2/97 due to recurring incontinence-damaged during insertion of foley during a "code".